Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running sluggish. The technical support specialist (tss) found that med application was slow to load the "all available patients" list, then applied hotfix from knowledge article "es 1.5.2.1 slowness on my patients, facility search and all patients list" and confirmed that station was working normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was running sluggish. However, there were no delay to patient care and adverse events or injuries reported based on this incident.